Manufacturer narrative:
At the completion of the clinical evaluation an assessment was based upon the reported event and cumulative knowledge informed by past assessments of similar complaints. A refuted reported event was noted to be an el1a rather than a el3a. The most likely cause of the loss of seal could not be determined due to the lack of serial imaging over the course of the stent life. But, the juxtarenal placement of the suprarenal cuff at the time of the event (stent movement) in combination with an angulated neck, likely contributed to this event. However, it was confirmed that patient had a secondary endovascular intervention. No other anatomy/ user/ procedure-related contributing factors, or off-label/ cautionary product use conditions could be detected. No procedure-related harms were identified. Associated clinical harms for this device failure included: type ia endoleak; and, a secondary endovascular procedure. The patient was discharge home on antiplatelet/ coagulation therapy on the first post-operative day and had a favorable post operative outcome. The review of manufacturing lot confirmed all devices met specifications prior to release. No device sample will be returned for further evaluation. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Correction: device manufacturer only (additional manufacturer narrative), model # (suspect medical device), lot # (suspect medical device), expiration date (suspect medical device).

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An afx bifurcated was implanted with an infrarenal and suprarenal to treat an abdominal aortic aneurysm. The 4 1/2 year post-operative routine angiogram showed evidence of a type iiia endoleak between the bifurcated device and the infrarenal. It was noted that the patient was not symptomatic. A re-intervention was performed to reline the stent graft with two (2) 34x100mm vela cuffs successfully resolving the endoleak. In addition, the physician elected to prophylactically implant a 18x45mm ovation ix iliac limb on the patient's right side due to a large and tortuous right common iliac artery. The patient is reported as doing well and in recovery following the re-intervention and there have been no additional patient sequelae reported.

Manufacturer narrative:
At the completion of the clinical evaluation an assessment was based upon the reported event and cumulative knowledge informed by past assessments of similar complaints. A refuted reported event was noted to be an el1a rather than a el3a. The most likely cause of the loss of seal could not be determined due to the lack of serial imaging over the course of the stent life. But, the juxtarenal placement of the suprarenal cuff at the time of the event (stent movement) in combination with an angulated neck, likely contributed to this event. No other anatomy/user/procedure-related contributing factors, or off-label/cautionary product use conditions could be detected. No procedure-related harms were identified. Associated clinical harms for this device failure included: type iiia endoleak; and, a secondary endovascular procedure. The patient was discharge home on antiplatelet/coagulation therapy on the first post-operative day. The review of manufacturing lot confirmed all devices met specifications prior to release. No device sample will be returned for further evaluation. This complaint is not CAPA eligible at this time. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.